Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. The indication for the procedure was treatment of a 2 cm malignant stricture in the distal cbd. During the procedure, the physician deployed the stent but when the delivery system was removed the distal delivery catheter broke and stayed in the stent. About 20 cm of the delivery system, including the white dilation tip, broke off. It was reported that the tip of the delivery system was not reconstrained and closed prior to removal. The physician noted resistance when the delivery system was being removed from the scope. The rest of the delivery system was removed and the broken catheter was removed from the patient with forceps. The stent was left in place to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device was returned in 2 sections as the inner had broken at 251 mm proximal to the tip. It was noted that the distal handle was fully retracted and the stent had been deployed and was not returned. The inner was kinked at 31 mm proximal to the tip and kinked distal to the break. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label.  The dfu states; "post-deployment - after the stent is correctly positioned and fully deployed, while monitoring under fluoroscopic guidance, hold the leading handle stationary and carefully retract the trailing handle until the tip is flush with the end of the outer sheath. Then retract the delivery system and guidewire through the endoscope." Additional information states that they did not reconstrain and close the tip of the device prior to removal of the delivery device. The investigation concluded that the complaint confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user.  Therefore, the most probable root cause classification for the reported failure is user / use error.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. The indication for the procedure was treatment of a 2cm malignant stricture in the distal cbd. During the procedure, the physician deployed the stent but when the delivery system was removed the distal delivery catheter broke and stayed in the stent. About 20 cm of the delivery system, including the white dilation tip, broke off. It was reported that the tip of the delivery system was not reconstrained and closed prior to removal. The physician noted resistance when the delivery system was being removed from the scope. The rest of the delivery system was removed and the broken catheter was removed from the patient with forceps. The stent was left in place to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) tip detached/ separated. (B)(4) inner shaft detached/ separated. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.